Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and medical records have not been provided. The pt's attorney alleges that the pt was treated for infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." No lot number has been provided; therefore, a review of the mfg records could not be conducted. With the currently available info, no conclusion can be drawn. If add'l event and/or eval info is obtained, a f/u MDR will be submitted. See MDR 1213643-2012-00816 for info related to the ventralex mesh implanted on (B)(6) 2003.

Event description:
The following was reported to davol by the pt's attorney. On (B)(6) 2003, the pt underwent a hernia repair surgery during which she was implanted with a ventralex hernia patch and a composix kugel hernia patch. Attorney alleges permanent injuries, abscess, infections, add'l surgery, bowel injury, defective mesh, explant (partial).